Manufacturer narrative:
Following completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that during a revision procedure due to high/low, out of range pacing impedances, the issues were unresolved and this device was replaced. The associated right ventricular lead was a non boston scientific product and was surgically abandoned during the procedure. The right atrial lead was unchanged and remains implanted and in service with the new device. The explanted device has been returned for analysis. No resulting adverse effects were reported during the revision.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during a revision procedure due to high/low, out of range pacing impedances, the issues were unresolved and this device was replaced. The associated right ventricular lead was a non boston scientific product and was surgically abandoned during the procedure. The right atrial lead was unchanged and remains implanted and in service with the new device. The explanted device has been returned for analysis. No resulting adverse effects were reported during the revision.